Manufacturer narrative:
A beckman coulter customer support center (csc) and a field service engineer (fse) assisted the customer troubleshoot issue over the phone. The customer notified fse that the ise tubing was clogged with separation jell from sample tube. The customer replaced the ise tubing which resolved the issue. The customer reran patient samples after replacement of tubing and results recovered. No further issue was noted after part replacement. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of two (2) false low patient results for sodium (na), potassium (k) and chloride (cl) involving their au480 chemistry analyzer. The erroneous results were not reported outside of the laboratory. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.